Manufacturer narrative:
Results: myocardial infarction.

Event description:
One endeavor rx drug-eluting stent was implanted for the treatment of a coronary lesion. Fifty-five months post implant, it was reported that the patient was admitted to the hospital with nstemi. The investigator reported that the event was possibly related to the device and not related to the drug or the procedure. No intervention nor repeat angiography were performed. The patient was given drug treatment only. The patient recovered, and was discharged from the hospital 5 days later.